Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 17dec2020.

Event description:
It was reported to philips unit with touchscreen failure. The service technician confirmed the reported issue of touchscreen. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The service technician confirmed the reported issue of touchscreen issue has been resolved by replacing the touchscreen.